Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2013, product type: catheter. (B)(4).

Event description:
It was reported the pump was replaced. The pump was delivering hydromorphone.

Manufacturer narrative:
Previously reported analysis of the catheter although revealed a tear in the sutureless connector seal near the guide ring, it was concluded that this was not a significant anomaly and didn¿t affect in-vivo function.